Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the use of the nontemplate aligner arch. The patient experienced angioedema on their gums and lips. The patient was treated at am ER for the swelling with benadryl to reduce the side effects. This treatment seemed to help, but when patient tried the aligners again they experienced the same reaction. The doctor was advised to stop the treatment with the patient.